Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed and was unable to be recovered. A field service engineer (fse) cleaned the latch terminals and tightened the wire harness connectors to ensure a better connection. The customer then recovered the failed storage space, and the unit functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was unable to recover. The customer stated that they attempted to open the refrigerator but were unable to dispense medication through the remote manager. The customer also attempted to reboot the device but, the issue persisted after the reboot. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.